Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the foot screw retention at the rear left side of the device is loose. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Bench repair evaluated the device and confirmed that the foot screw retention at the rear left side is loose; that the cpu (central processing unit) tray cover must be replaced. Per a good faith effort response received, it was confirmed by bench repair that one of the two screw holders was loose and cannot hold the screw anymore. The device is not secure enough or is unstable on the roll stand. Bench repair replaced the cpu tray cover and plate foot retention to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.